Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began at an unspecified time either on (B)(6) 2011 or on (B)(6) 2011. The patient stated that she manages her diabetes with oral medication (unknown type and dosage), diet and exercise and denied making any changes to her normal diabetes management in response to the reported issue. On (B)(6) 2011 at 1:00pm, the patient claimed to have developed symptoms of "trembling" but denied receiving any treatment in response to the symptoms. During the troubleshooting, the cca determined that the batteries did not require replacement. Replacement products were sent to the patient. Although the patient denied receiving any medical treatment, this complaint is being reported because, the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.